Event description:
It was reported that during an initial implant, two different left ventricular leads were attempted, but both produced diaphragmatic stimulation. Both leads were removed and a different left ventricular lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) both full leads were returned and analysis indicted there were no anomalies found. It was noted that all conductors including the distal conductor had blood/body fluid (not obstructed) on both leads.